Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited a fuel gauge anomaly. No intervention was performed and the patient condition was unknown.